Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Review of the device memory found that there was a high current condition. The cause of the high current condition could not be determined as the issue could not be recreated.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient presented to the hospital following a syncopal episode. The physician does not suspect the syncope was not related to the device. Upon interrogation, the remaining longevity was 8 months. The battery consumption seemed to be 490% higher than expected. To ensure therapy availability, the auto threshold were disabled and a fixed output was programmed. Boston scientific technical services and engineering reviewed the available data. As a device malfunction was suspected, device replacement was recommended. A device replacement procedure was scheduled and the device was explanted. No additional adverse patient effects were reported.